Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low battery alert and the battery jumped after being plugged into a power source to charge. In addition, it was reported that the customer experienced elevated and low blood glucose (bg) levels. Contact did not provide bg values. Contact declined to provide additional information regarding the reported issues.